Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16712. Related manufacturer reference number: 2938836-2019-16714. It was reported that patient presented to the medical center for mass above device left pocket draining with puss and probable pocket infection. The decision was made to explant the entire system. The device and leads were successfully explanted, and patient was stable throughout. No known complications.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.